Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ntrap stone entrapment and extraction device¿s basket was unable to open and close during an ureteroscopy procedure (urs). The issue was found due that the yellow sheath and handle parts were separated. The procedure was completed by using another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.